Event description:
It was reported that during an unknown procedure, the device cut the posterior mucosa, but did not staple. The procedure was extended 20 minutes. Extended time did not effect the patient's recovery. Another device was used to fix the mucosa. There was no adverse patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition with no staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The instructions for use state: to fire, the device, "squeeze the firing handle with a firm, steady pressure. The surgeon will feel reduced trigger pressure and hear a "crunch" as the device completes the firing cycle." Also, "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale." In addition it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was reloaded with staples and tested for functionality with the returned washer, the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.